Event description:
It was reported that the call doctor icon on the latitude communicator was flashing red because the non-boston scientific right ventricular lead was exhibiting high, out-of-range pace impedance measurements of greater than 3000 ohms. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the call doctor icon on the latitude communicator was flashing red because the non-boston scientific right ventricular lead was exhibiting high, out-of-range pace impedance measurements of greater than 3000 ohms. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately 11 months post implant of this pacemaker and another manufacturer's right ventricular (rv) lead, pacing impedance measurements jumped from the 600 ohms range to 1,100 ohms to high out of range measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss). The lss was reset and then 7 days later high out of range measurements greater than 2,000 were again recorded and reactivated the lss. Out of range measurements were unable to be reproduced in clinic and no episodes with stored noise were observed. Boston scientific technical services (ts) discussed potential causes and discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. The physician will continue monitoring.